Event description:
Abbott Freestyle Libre 3+ was used in a child with stage 1 type 1 diabetes as a part of monitoring the progression of the disease. The sensor was reading constantly low (~40s) creating severe anxiety among parents of a child and requiring unnecessary treatment (frequent meals and sugar administration). Sensor stopped working (some error) after 2 days.